Event description:
The customer reported the evis exera iii colonovideoscope¿s ¿protective sheath of the insertion tube is worn¿. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified foreign material was found clogged inside the air/water channel and cylinder. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The evaluation identified foreign material was found clogged inside the air/water channel and cylinder. Spots of white colored foreign material resembling powder. Additionally, the evaluation confirmed the customer¿s reported problem as the protective coating of the universal cord is worn/scratched. The inspection also noted the air/water and suction cylinders has no color coding, the control grip is scratched, the cover the light guide bundle is damaged, and the channel tube has a hole and failed the leak test. A device history review showed no issues that could have caused or contributed to the reported issue. A service history review revealed the device was last serviced via repair on october 11, 2021. The foreign material could not be identified, and a root cause of the reported event could not be conclusively determined. The reported event can be detected and prevented in accordance with following instructions for use: the IFU chapter 3 preparation and inspection. The reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.